Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the battery cap metal piece came off and the buttons were not working on the insulin pump. The customer also reported a yellow screen and a crack on the screen. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp customer returned pump for an alleged cosmetic damage located the lcd screen, battery cap contact damage and keypad unresponsive were found on (B)(6)2023. Pump received with partial display. The pump passed the sleep current measurement test, displacement test and active current measurement test. Pump did not pass the self test due to partial display. During the self-test, pump error 63 (variable 3) occurred at (B)(6) 2023 06:28:04.000. All buttons function properly. Successfully downloaded history files and traces using thus. The j1 connector on pcba 1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found cracked lcd controller (pcba 1) and moisture damage on the battery tube, pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked lcd window, scratched case, cracked case ¿ display window corner, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, pillowing keypad overlay, keypad overlay texture damage and label damage (serial number label stained; end cap address label faded). Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Partial display was confirmed during analysis. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Pump not received with original battery cap. Battery cap damaged unknown. Cosmetic damage was confirmed at the lcd window. Partial display was confirmed due to cracked lcd controller (pcb1). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.